Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test or verify button error alarm, button key pad anomaly due to missing segments/partial display. Device had flattened (creased) act and up buttons dome switch and no unlocked lcd keypad connector during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error. It was reported that the customer¿s blood glucose level was normal and did not require medical treatment. There was no indication of troubleshooting or the issue being resolved during the call. It was also indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.